Event description:
Critical error - can't use; while attempting to use my medtronic 670g pump to bolus insulin for a meal, it alarmed with a critical error (43) and became useless. This pump is not only used to provide insulin but also connects to my continuous glucose monitor so that I have access to my current blood glucose level at all times to help identify when my blood sugar is dropping and avoid a dangerous low blood sugar. I contacted the MFR and reported the issue, they will be providing a replacement since it is under warranty, but that will not arrive until tomorrow so I am at risk, until then, of having a low blood sugar event that would have been preventable if the insulin pump and continuous glucose monitor were functional. This will be the sixth replacement pump that I have received from medtronic since december 2018. FDA safety report ID# (B)(4).